Event description:
The customer observed error code 1063 (invalid test results, correlation coefficient too low) while running one patient sample using the axsym digoxin iii assay. Diluting and recentrifuging the sample resolved the issue. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.